Event description:
Customer states the inform meter is stuck on the transmitting screen. Customer also noticed that the third pin from the left is discolored. No adverse event reported. The malfunction occurred at the hospital. Upon evaluation by the manufacturer, it was confirmed that there was evidence of melting and burning on the third pin. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the inform meter.